Event description:
Device malfunction: premature deployment, stent fracture. Time of malfunction: during the procedure. Symptoms/ae: intervention to post dilatate fractured stent. It was reported that during a stenting procedure in the mid superficial femoral artery (sfa), while the absolute pro stent delivery system was being advanced, the artery was observed to be "moving", resistance was met, and the system could not be advanced. The stent was noted to have prematurely, partially deployed. As the stent delivery system and partially deployed stent were being pulled back through the non-abbott sheath, blood flow was lost to the leg and approximately 25 mm of the distal end of the stent fractured and deployed in the proximal sfa. The sheath, delivery system and the proximal portion of the fractured stent were removed as one unit from the anatomy. A fox pus balloon was used to appose the distal portion of the fractured stent to the proximal sfa wall. Blood flow was resumed in the leg. Another absolute pro stent was successfully deployed in the mid sfa. There was no adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(Off label vascular use and incorrect removal) - the device was received. Investigation is not complete.